Event description:
Per the clinic, the patient sustained a blow to the head resulting in a loss of sound. No connection to the internal device could be established. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2010.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. (B)(4).